Event description:
Pt was treated in 2004. Pt was burnt on the right arm from the return pad cable. The return pad was connected to pt while cable was lying on pt's arm. The dr noticed that the black insulation was missing on the cable.